Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined. It was reported that the patient used an alternate battery charger. Dexcom labeling indicates: use only dexcom-supplied parts (including cables and chargers).